Manufacturer narrative:
(B)(6). One used blade was returned for evaluation. Visual inspection confirmed that the adapter body is cracked at the base of the outer tube, likely due to excessive lateral load which caused a misalignment between the inner and outer tube resulting in abrasion at the base of the inner blade. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified one additional complaint for this lot number on file. No root cause related to the manufacture of the device can be established. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. The failure mode is confirmed, the root cause is attributed to user error. No additional action is required. (B)(4).

Event description:
During routine knee arthroscopy, it was reported that the blade was used to resect tissue. Extensive metal shedding from the blade was evident. The metal debris was reportedly removed via suction. The issue created a minimal surgical delay of three minutes and a backup device was on hand to complete the procedure.